Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the compressor had low output. Additional malfunctions include the pilot valve was leaking, the outlet sport was broken, the cabinet was damaged, and the pe valve was leaking.